Manufacturer narrative:
Additional information, including device information, has been requested.

Event description:
According to the article "aorto-oesophageal and aortobronchial fistulae following thoracic endovascular aortic repair: a national survey" published in the european journal of vascular & endovascular surgery (2010) 39, 273-279, a patient was implanted with the gore tag thoracic endoprosthesis and developed an aorto-oesophageal and aortobronchial fistulae post implant.